Event description:
It was reported that a patient underwent a laparoscopic-assisted vaginal hysterectomy on an unknown date. During the procedure, the motor drive unit would not work properly with multiple disposable hand pieces. The drive cable kinked and the lights were flashing. A second motor drive unit was used to successfully complete the case with no adverse patient consequences.

Manufacturer narrative:
Conclusion code: the product upon which is medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.